Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm readings in (B)(6)2024. The pump provided insulin based on the cgm readings and the patient experienced a two day coma with hospitalization. No additional patient or event information is available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.